Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized on (B)(6) 2015 at 10 pm with a high blood glucose level of over 600 mg/dl. The customer was not treated at the hospital. The customer stated that the high blood glucose was caused by a bent cannula. The customer was shipped replacement supplies.